Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of error 600.6855 (communication interface board device not responding) was confirmed and replicated during the investigation. This error occurs with the pcu network settings not being properly configured. During the external inspection the front keypad was observed scratched, both right and left iui connectors were observed green corrosion and contaminated, both screws under the handle and the screw of the power cord wrap were observed with contamination and corrosion. The internal inspection, fluid residue was observed at the bottom of the rear case. The components and cable connections were observed in good condition. No issues or anomalies were identified with the suspect device. All parts inspected were observed to be manufactured by bd. A review of the pcu event log, prior to the reported event date, identified no infusions programmed on the reported event date. The facility did not provide infusion details. The profile in use was identified as ¿critical care¿. The review of the error log identified error code 600.6840 (communication interface board connect failed) was recorded on (B)(6) 2025, at 8:54 am. The returned pcu was powered on, in the ¿as received¿ condition, and the suspect device reproduced the error code 600.6855 (communication interface board device not responding). The suspect pcu set up to test wireless connectivity with the dchu internal wireless network server. Alaris system maintenance (asm 12.3) was used to load a working dchu network configuration, enabling communication testing on the returned device. The suspect pcu was powered on to validate the internal wireless connectivity. The network comm error did not appear. The network status in the options menu confirmed that the working dchu network configuration was successfully loaded into the suspect device. Per bd alaris system user manual v9.33, due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents but cannot eliminate them. If communication with the wireless network is interrupted, the pcu can be used, as intended, by programming infusions manually. When a systems manager connection is made, the wireless network indicator light on the pcu illuminates. If connection to the systems manager is interrupted, the indicator light is extinguished. Some of the causes for communications failure include: systems manager is not accessible in network, server services are not running, or server has been shut down. Wireless connections to access points are down due to wireless network changes. Local interference. Pcu has been moved outside the wireless coverage area. Wireless network cards have been damaged. If an interruption to the systems manager connection continues, contact the facility's information technology department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error 600.6855 (communication interface board device not responding) is being attributed to the pcu network settings were not configured. Note that this report lists imdrf annex a1801, g02017, c0601, d0302, d15, a040502, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had error 600.6855 while connecting to a patient on (B)(6) 2025. There was patient involvement but no harm.